Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced during an already scheduled device upgrade procedure. The patient was in stable condition.